Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus within the patient¿s outflow graft could not be confirmed as no images were provided by the account and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. Multiple attempts were made to obtain CT images of the patient¿s outflow graft; however, no further information was provided by the account. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2020 when the patient ultimately expired (reference MFR # 2916596-2020-02440). No product is available for evaluation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Gastrointestinal (gi) bleeding is addressed in MFR # 2916596-2020-01924. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a luminal thrombus in the outflow graft discovered in (B)(6) 2019. The patient was off all anticoagulation since 2014 due to gastrointestinal (gi) bleeding. Pump speed was decreased from 9400 to 9000 rpms. A computerized tomography (CT) scan and echocardiogram was performed in diagnosis. The patient was on orders of do not resuscitate and do not intubate (dnr/dni) with their implantable cardioverter-defibrillator (ICD) off. No additional information was provided.